Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had new software release detected error. Customer stated they were able to clear the alarm and did not receive a request to rewind pump. Customer stated that insulin pump receive a second alarm after clearing the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.